Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received two inappropriate shocks, and the rv lead exhibited noise. The lead was reprogrammed and will later be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead had a confirmed fractured and exhibited no capture. The lead was capped and replaced.